Event description:
No additional information provided by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to section h6. Medical device problem code a1803 (device reprocessing problem), component code g04082 (lever) , investigation finding code c0602 (inappropriate material), and investigation conclusion d15 (cause not established) should be removed since the customer report was for a leak and the device was not cleaned before being returned. Medical device problem code a0501 (detachment of device or device component) updated to a0413 (material separation) for the gap on the distal end.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause for the malfunction is not established and due to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited a gap in adhesive area between server plug-in and distal end. Also the objective lens and light guide lens had a crack. There was no patient involvement.